Event description:
It was reported that a patient underwent an abdominoplasty and bilateral inner thigh lift on (B)(6) 2006 and suture was used. In the last year, the patient has had three sutures come out. One was about 5 inches long. On (B)(6) 2012, a nodule on the skin in the left groin was surgically removed that contained a portion of suture. On (B)(6) 2012, the patient underwent a procedure to excise granulation tissue that contained suture. On (B)(6) 2012, the patient had an excision of an abdominal scar that contained suture. The diagnostic report showed it was a cyst. Overall, the patient is feeling well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.